Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a dexcom app crash was reported. No data or product was provided for investigation. The allegation and the probable cause could not be determined.